Event description:
Groshong port no longer able to be accessed. Noted that port had fractured. Pt had retrieval of the fractured piece on (B)(6) 2011. On (B)(6) 2011, remainder of port was removed and new port inserted.